Manufacturer narrative:
The event of ipg pocket revision due to discomfort at ipg site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the scs ipg pocket site was repositioned to the abdomen to address the issue.